Event description:
It was reported that this pacemaker system generated an alert due to an abrupt impedance change in the right ventricular (rv) lead. There was no noise observed in the stored episodes. Boston scientific technical services (ts) provided guidance. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system generated an alert due to an abrupt impedance change in the right ventricular (rv) lead. There was no noise observed in the stored episodes. Boston scientific technical services (ts) provided guidance. The system remains in service and the patient will continue to be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to update the selected codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.